Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that two hot axios stent were to be implanted transgastric to pancreas for pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, an axios was successfully deployed. A second axios was fully deployed in the correct location; however, during removal, the stent got caught on the delivery system. The stent was removed together with the delivery system and the scope. The puncture site was closed with an endoscopic clip and the procedure was completed with the first axios stent implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in position "4". Visual examination of the returned device found the nose cone (tip) detached and was not returned. The inner sheath was kinked in different sections. The outer sheath was also kinked near the luer. No other issues with the delivery system were noted. The reported event of delivery system difficult to remove could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It may be that interaction with the scope and/or the patient anatomy, limited the performance of the device and contributed to the stent getting caught on the delivery system. The physician then could have used excessive force to pull out the delivery system leading to the detached nose cone (tip) and kinks in the inner sheath and outer sheath . Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that two hot axios stent were to be implanted transgastric to pancreas for pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, an axios was successfully deployed. A second axios was fully deployed in the correct location; however, during removal, the stent got caught on the delivery system. The stent was removed together with the delivery system and the scope. The puncture site was closed with an endoscopic clip and the procedure was completed with the first axios stent implanted. There were no patient complications as a result of this event.